Manufacturer narrative:
The certas plus valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported certas valve (ID unknown) was implanted via lumbar peritoneal (l-p) shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Since obstruction was suspected, the valve was removed and replaced on (B)(6) 2023. According to information provided, it is unknown if patient experienced any signs and symptoms.